Event description:
Reporter alleged blood glucose measured 489 mg/dl at 6:17 am back to back with a result of 196 mg/dl taken at 6:18 am. It was stated customer would cut back on eating when glucose was high, however no actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.